Event description:
Facility stated, "ez way sling rated for 1000 lbs failed. Failed when the black leg loop split while the staff were transferring resident. Resident fell to the floor, falling approximately 41 inches. No major injury determined from the fall."

Manufacturer narrative:
Device involved in the incident has not been returned for our analysis.

Manufacturer narrative:
Device involved in the incident has not been returned for our analysis. New information - end user states model number and serial number of sling is not readable, UDI information cannot be determined.

Event description:
Facility stated, "ez way sling rated for 1000 lbs failed. Failed when the black leg loop split while the staff were transferring resident. Resident fell to the floor, falling approximately 41 inches. No major injury determined from the fall."